Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2017 and mesh was implanted. In (B)(6) 2018, the patient was urine continent, but still had pain in pelvic floor and in the right side down on the nates. In (B)(6) 2018, the patient had pain problems with the hip and femur, which pulled in the lower back and down on the femur, and the patient was referred to the orthopedic surgeon, who found nothing. The patient experienced little bleeding and bad smell from vagina after intercourse. At gynecological examination the doctor found a small portion of visible mesh high on the anterior wall and near the meatus urethrae. The are was tender to touch and the patient tried estrogen cream for approximately one month. In (B)(6) 2018, the patient can still feel the mesh. At gynecological examination, the doctor can see and feel a small portion of mesh. In (B)(6) 2018, the patient underwent a procedure to loosen the mucosa, close the tissue after grafted from the mesh. The graft was sent for cultivation for actinomyces which was negative. Antibiotics are given to the patient. Additional information will be requested.